Event description:
The complainant reported that the medical team had the 18" guidewire inserted then backloaded and delivered the impella cp pump across the hemostatic valve of the introducer without issue. The impella cp was then placed into position across the aortic valve under fluoroscopy. The 18" wire was then removed, and the impella cp was started in auto, with flows only reaching 2.5l/min. Shortly after the impella reached 2.5l/min of flow in auto, the blood pressure of the patient began to drop on the automated impella controller (aic) and on the monitor. Impella positioning was confirmed on fluoroscopy, and transducer was re-zeroed, the patient remained hypotensive. The physician called for a stat echo which revealed a large pericardial effusion with tamponade. Pericardiocentesis was performed and in the next hour the patient coded five times which required the patient to be administered multiple inotropes and five units of blood. At this point an attempt was made to take the patient in the or for evaluation of possible left ventricle (lv) perforation, but unfortunately the patient expired.

Manufacturer narrative:
The investigation into the reported "ventricle perforation" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the root cause of the ventricle perforation is most likely due to the guidewire being pushed in too deeply upon insertion of the pump. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿